Manufacturer narrative:
Event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. The iab was replaced to continue therapy. There was no reported patient injury.